Manufacturer narrative:
(B)(4). The analysis results showed that two ecr60d cartridge reloads were received sterile and in good visual condition. The returned reload were loaded into a test device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no device was returned for analysis. No damage on cartridges were noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Event description:
It was reported that during an unknown procedure, the device locked before use, one defective charger. Damaged cartridge. Another like device was used to complete the procedure. There were no adverse consequences for the patient.